Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure: damage to the surface of the tip section, could not be confirmed. In addition, the following reportable malfunction was identified during the device evaluation: movement impaired, it becomes immobile during angle adjustment. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, it is it is presumed that this event occurred due to the angle wire stretching as a result of repeated angle operations or angle operations using excessive force. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex 3d deflectable videoscope had a broken surface of the tip end during setup and inspection for use. There were no reports of patient involvement.